Event description:
A malfunction on a pump was reported after it was dropped. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappear, which they acknowledged and understood.